Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty. I rec'd j and j depuy pinnacle cup size 50 outer diameter with a metal on metal bearing surface, +1.5 neck length, 36 head ball and a solution revision stem 8 inch straight stem size 13.5 diameter standard offset. Soon after surgery I began experiencing severe discomfort and pain. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: conversion of previous surgery to left total hip replacement.